Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. He troubleshooted the device and could not confirm the problem stated by the customer. The unit was checked and full inspection was performed based on the service protocol, and the failure was not reproducible. Performed and passed electrical safety tests. Full functional tests and test run performed. Unit passed all tests. Therefore no most probable root cause could be determined. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Incident occurred when starting the support of the patient on the cardiohelp console. The error "pump disposable error" occurred. After that, the oxygenator was mounted on the e-drive to maintain the circulation. Another cardiohelp unit was prepared for replacement. Treatment was continued on the back-up cardiohelp console. No patient damage or harm reported. Internal reference: (B)(4).